Event description:
Noted that my CPAP devices humidifier function stopped working. Took the main control unit apart and noticed a burned/melted electrical connection inside the device that provides power to the removable humidifier. I do not know this damage was caused by the detachable humidifier or not. Humidifier info - philip respironics - remstar (heated humidifier) ref: 1056215, sn:(B)(4), rev .00 2010222. Now thinking back I may of noticed slight burning plastic order.